Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2017 with the following findings: the display screen was observed to be dim and pink.

Event description:
The pump was returned for investigation. Investigation revealed a dim and pink display screen. This report is made based on results of investigation completed on 07/19/2017.